Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is worn from use and the electrode is missing a large portion of its body. Product was out of the original packaging. No packaging returned. Functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box, the wand had no issues producing plasma with its remaining electrode or activating coag. Wand data shows the wand was used for nearly its entire life cycle. It shows the wand experienced a check electrode notification due to the damaged electrode. Wand data attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences, an accelerated wear of electrodes such as using set points higher than the default settings or using the wand for an extended period of time; or damage/debris on the electrode. The root cause for the missing part of the electrode has been associated with a component failure. Factors that could have contributed to the failure includes: 1) using the wand above default output settings, thus causing the electrodes to become eroded extensively. 2) pressing the tip against hard or bony surfaces. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, after 7 minutes of use , the ablate function of the werewolf flow wand stopped working. The procedure was successfully completed with a delay of 2 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).